Event description:
The facility's biomedical engineering dept reported an infusion pump that "turns itself on and off". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No add'l contact info was provided.